Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited increased pacing impedance measurements of 920 ohms. A lead revision procedure was performed. Lead to device header connections were verified to be appropriate. The lead was tested on a pacing system analyzer (psa) and showed pacing impedance measurements of 1,000 ohms and high threshold measurements. The lead was surgically abandoned and replaced and the device was explanted and replaced during the procedure. No additional adverse patient effects were reported.